Event description:
It was reported that the event occurred in the operating room. The intra-aortic balloon (iab) was prepped per instruction prior to the md inserting the teflon sheath into the right subclavian artery with success. Pcps (percutaneous cardiopulmonary support) was used through the right femoral artery and the left femoral artery was clogged so the right subclavian artery was used for the iab insertion. The md wanted to see if the iab position was right by inflating and deflating the balloon using a syringe. When the balloon was deflated, blood entered the balloon. As a result, the iab was removed with the teflon sheath as one unit. A competitors 8 fr. Zeon iab was used at the same insertion site without issue. There was no medical/surgical intervention needed. There was no report of patient death, complications or injury. The patient's outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.